Manufacturer narrative:
Returned catheter analysis found no significant anomalies. (The sc connector was damaged at explant).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. (B)(4).

Event description:
The health care provider (hcp) reported that only the connector was removed, and the catheter remained. The device was used with/in patient. The intended use of the device was treatment. There was no patient injury. There was no patient death. The patient recovered without sequela. The reason for catheter removal was listed as "other.". Drug information on the medication being delivered by the system was unknown. The reason for the connector replacement was unknown. The indications for use were head/brain injury and intractable spasticity. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.